Manufacturer narrative:
Reported event an event regarding disassociation involving a metal head was reported. The event was confirmed by visual inspection . Method & results -product evaluation and results: visual inspection of the returned device noted the following: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices material analysis of the returned device noted the following: ma: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. This device lot was identified to be within scope of this CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
At south county hospital revised a left hip, an accolade tmzf stem, cocr head and liner due to trunnionosis. He revised to an mdm with cone conical. Original surgery was apparently at newton wellesley hospital. Spoke to rep: there are no allegations against the revised liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Dr...at (B)(6) hospital revised a left hip, an accolade tmzf stem, cocr head and liner due to trunnionosis. He revised to an mdm with cone conical. Original surgery was apparently at (B)(6) hospital. Spoke to rep: there are no allegations against the revised liner. Rep confirmed that no further information will be released by the hospital or surgeon.